Manufacturer narrative:
Other applicable components are: product ID 3889-33, lot# va14wxy, implanted: (B)(6) 2016, product type: lead; product ID 3889-28, lot# va14zr5, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had stimulation in the wrong location and twitching/pain in their right foot, with the therapy confirmed to be on. The issue was reported to have occurred right after implant. The patient stated they put the wrong lead in, then clarified they had two trial leads and that they mixed them up and the patient was sure that was why they were having the issue. They decreased stimulation and the uncomfortable stimulation was not resolved. The patient had not tried changing programs. The hcp later reported the patient's history included chronic ic, urinary frequency and urgency (no incontinence) who had their three week follow up post implant ((B)(6) 2016). The patient had reported feeling more sensation in their right foot - a tense, spasm feeling. They noted when the patient tested the first side of their stage I, it did better when testing the contralateral lead, and so believed they "obviously implanted the permanent leads on the wrong side". The patient was uncomfortable and had to turn the amplitude down to 0.0 approximately four days ago. They were bothered by urgency and frequency again, and mentioned they could not drive with the sensation/twitching in their foot. The hcp noted the implant site was healing well, the incision was intact, was clean and dry with no erythema or drainage, and minimal tenderness to palpation. They had been on program #4 for 98% of the time since stage ii implantation. The following notes were taken concerning interrogation: program 1 (0-3+) with sensation between rectum and vagina at 1.5v, then twitching in foot at 1.8v. Program #2 (1-3+) with sensation more anterior in their vagina on right side. Program #3 (0+2-) with sensation more anterior in their vagina on right side at 1.4v. Program #4 (0+3-) with faint sensation between rectum and their vagina at 0.8v but twitching in foot at 0.9v. The hcp stated the patient had a healthy post-op visit and they reassured them that the foot twitching was a common side effect of stimulation. Instruction was given on how to change programs and they were to trial program #2 for 10-12 days, and then trial #3. Another appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.